Event description:
The sales rep reported that the device was operating while in safe mode. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.